Event description:
The customer reported false reactive alinity s hbsag and alinity s hbsag and alinity s hbsag confirmatory. The customer reported that the following samples were repeat reactive for alinity s hbsag and confirmed with alinity s hbsag confirmatory the customer reported that further supplemental testing was performed. Nat testing generated negative results. The customer reported that testing occurred between 21 and 22 dec 2025 and provided the following data: reference range: = 1.0 s/co is reactive sample ID (B)(6) hbsag results were 3.88, 2.95 & 2.45. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag results were 152.90, 148.10, & 147.71. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag result was 17.37. Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag result was 10.08, 6.13 & 6.06. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag results were 1.73, 1.57, & 1.58. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. The customer reported that nucleic acid testing with grifols panther was a pooled sample with a pool size of 16. The customer confirmed that the patients have not received hepatis b vaccine series recently and communicated that the positive results are inconsistent with previous donor history. The donors are routine plasma donors. No other patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false reactive alinity s hbsag and alinity s hbsag and alinity s hbsag confirmatory. The customer reported that the following samples were repeat reactive for alinity s hbsag and confirmed with alinity s hbsag confirmatory the customer reported that further supplemental testing was performed. Nat testing generated negative results. The customer reported that testing occurred between (B)(6) 2025 and provided the following data: reference range: = 1.0 s/co is reactive. Sample ID (B)(6) hbsag results were 3.88, 2.95 & 2.45. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag results were 152.90, 148.10, & 147.71. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag result was 17.37. Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag result was 10.08, 6.13 & 6.06. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. Sample ID (B)(6) hbsag results were 1.73, 1.57, & 1.58. Results generated from alinity s analyzer sn: (B)(6). Sample confirmed positive with alinity s hbsag confirmatory and nat testing generated a negative result. The customer reported that nucleic acid testing with grifols panther was a pooled sample with a pool size of 16. The customer confirmed that the patients have not received hepatis b vaccine series recently and communicated that the positive resutls are inconsistent with previous donor history. The donors are routine plasma donors. No other patient information was provided. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot related to the customer reported event. Ticket search by lot did not identify an increase in complaint activity for the complaint lot and for the alinity s hbsag confirmatory reagent related to the customer reported event. Based on the results of the investigation, alinity s hbsag confirmatory reagent lot 73202fz00 met performance requirements and no systemic issue or product deficiency was identified.